Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A problem with the device was detected during fitting. The user has been re-implanted on (B)(4) 2018.

Manufacturer narrative:
Based on the currently available information a damage to the active electrode is very likely the cause for the observed lack of benefit. However, to determine an exact cause for the suspected damage an investigation on the explanted device is necessary. The device was explanted but has not been received yet.

Event description:
A problem with the device was detected during fitting. The user has been re-implanted on (B)(4) 2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A problem with the device was detected during fitting.